Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing "issues" with the basal software resulting in ongoing low blood glucose (bg) values ranging from 40 mg/dl to 50 mg/dl. Soda and chocolate milk was consumed and a temporary basal rate was set to address low bg. The contact declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.